Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was explanted due to a fracture. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.